Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot#p3c0611); egiaustnd, egiaustnd endogia ultra univ std stap (lot#unknown); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p3f0423). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the first handle and reload did not fire. A second handle and reload were used, but the same issue occurred. The surgeon manually sutured the tissue as staple line replacement.